Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch mini meter was displaying an "error 2" error message. Per the onetouch ultramini owner's booklet an error 2 message could be caused either by a used test strip or a problem with the meter. The medical surveillance specialist (mss) was unable to reach the reporter or the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The reporter stated that on an unspecified date/time, the patient attempted to test her blood glucose with the subject meter and was unable to get a reading due to an "error 2" message. The reporter claimed that the patient was feeling "tired" prior to the alleged meter issue and when she was unable to get a reading, she denied taking any action in regards to her diabetes management routine. It was noted in the cca's documentation, the patient manages her diabetes with pills (unknown type/dose) and diet and/or exercise. At an unspecified date/time, the reporter alleged that the patient was taken to the emergency room (ER) for an unspecified reason. A blood glucose test was performed on the ER meter (unknown type) and the result was "500 mg/dl." The patient was reportedly given insulin by an hcp (unknown type and dose). The reporter could not elaborate on the specifics regarding how much time passed between the start of the symptoms and the alleged product issue. Nor could she specify if the patient was admitted to the hospital after the ER visit. At the time of troubleshooting, the cca noted that patient was using the correct test strips and correct testing technique at the time of the alleged product issue. However the alleged issue was not resolved. This complaint is being reported because the patient's blood glucose was reported as "500 mg/dl" with an hcp meter and she allegedly received medical intervention from a health care professional (hcp) after the reported issue began.